Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, second inflation at 14 atmospheres for 60 seconds the balloon ruptured. The procedure was completed with an unknown coyote fc balloon catheter.